Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the passive fixation right atrial (ra) lead was not in a stable position. The lead was removed and an active fixation lead was implanted. No patient complications have been reported as a result of this event.